Event description:
It was reported by service report that the brakes are not holding very well. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: brake cams.